Event description:
This is the second of two patients experiencing similar potential device malfunction. This is an american society of anesthesiologists (asa) score 3 patient on by-pass with heart beating throughout procedure; on by-pass 85 minutes. During procedure there were indices of normal perfusion, i.e. Cerebral oxygen saturation, venous oxygen saturation, peripheral oxygen saturation, blood pressure (bp), and bypass flow rate. At end of case, there was an unexpectedly elevated lactate level, splotchy, purpuric rash, mild multi-organ dysfunction (liver and kidney), normal heart function and output, creatine phosphokinase (cpk) level >3000, and possible bowel ischemia. The patient's lab values resolved within 12 hours, but patient did not wake up appropriately. MRI done, indicating brain death. Life support withdrawn; autopsy results pending. Medtronic notified, FDA notfied, our investigation is on-going.